Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was repeatedly dropped while being removed from a pocket during yard work, resulting in a cracked and broken connection where the system snaps together, consistent with a device fracture involving the connector/coupler; the patient¿s blood glucose at the time of the call was 168 mg/dl, and replacement infusion sets, cartridges, and connectors were arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.